Event description:
It was reported that a m. Blue (#fx801t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 16 years, 11 months height: 180 cm weight: 75 kg gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches and deposits on the outer housing of the valve, but no significant deformations or damage was determined. Permeability test: a permeability test has indicated that the m. Blue has a blockage. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both positions, the horizontal as well as the vertical. Because the m.blue is not permeable, a computer controlled test is not possible. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine a blockage and a non- adjustability of the valve. The determined deposits can be named as the cause for the functional deviations. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.